Manufacturer narrative:
Device was further evaluated by physio control. The root cause of the reported issue was localized to the digital pcb. The customer received the replacement device.

Event description:
A third-party service agent contacted physio control to report that their customer's device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed there was no patient use associated with the reported event.

Manufacturer narrative:
The initial reporter¿s phone number is (B)(6). Physio control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third-party service agent contacted physio control to report that their customer's device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.